Manufacturer narrative:
The reported event of the controller changing from one port to the other before the returned battery, (B)(4), reached 25% remaining state of charge could not be confirmed. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis was not conducted since log files from the reported event date were not available. It could not be determined if the patient's controller had received an smr upgrade. Analysis of the device revealed that the device met specifications; passed visual examination and functional testing. No failure was detected upon device analysis. The reported event could not be duplicated at the bench level. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient recognized that the controller changed from one power port to the other one before batteries are down to 25%. The battery was exchanged with no effect on the patient and the issue was reported to be resolved. Investigation is ongoing.